Event description:
Heartmate 2 left ventricular assist device (lvad) presents with lvad alarms and device history suggesting driveline fracture. Radiographic images suggest fracture is within the internal portion of the driveline which will require lvad exchange to resolve. Patient underwent heartmate 2 to heartmate 3 device exchange.